Event description:
The customer reported the ventilator would not operate on battery. Review of the device diagnostic log history noted an alarm indicating the battery was failing, and a shut down due to loss of power during normal ventilation mode operation. Upon activation of the alarm audible and visual alarm indicators alert the user and the ventilator continues to ventilate. The manufacturers service technician confirmed the reported problem. The service technician replaced the battery to address the finding. Applicable final testing was completed and passed per operating specifications. This event is being reported as a user error due to failure to maintain the battery as specified. Per the device user manual, the battery is intended for short-term use only, not as a primary source. The user must pay close attention to the battery's charge level.